Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer received a power source alert after plugging the pump into a wall outlet. It was also reported that usb cable was bent and would no longer work to charge the pump. Replacement cable was sent to the customer. Customer¿s blood glucose value was 120 mg/dl.